Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified no openings were found in the device, yellow particles material was found on the shell and deformation. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient reported right side rupture. Patient also reported burning sensation, pain, constant tiredness, went into lymph nodes and anxiety. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, g2, h.2,h6.

Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, burning sensation, pain, constant tiredness and anxiety.

Event description:
Patient reported right side rupture diagnosed by MRI. Patient also reported burning sensation, pain, constant tiredness and anxiety. The device remains implanted.